Event description:
Add'l info received from reporter (B)(6) 2012. We are concerned about the lead migration problems, and the company responses. Why should a citizen be responsible for the expense to have leads replaced. After several years of complaints, the FDA must insist that the companies must guarantee that leads will not migrate, after implanted. It appears that adverse event info is not easily found on the web, which can cause many citizens to have implant surgery, not being aware of a possible lead migration that requires add'l surgery, at their expense. There seems to be little consideration to the pain and suffering involved. On the web, we even saw that a pt had five procedures. By the way, your problem page is over a year old, and should be up-dated. Please.

Event description:
Additional info received from rptr (B)(6) 2012: I previously reported my adverse event relating to a st. Jude neurostimulator and lead migration. It is incredible that pts have to have at least two surgical procedures for securing leads that have been a problem for this company. Over (B)(4) must have a revision. The pt pays the additional cost, along with pain and suffering. When we researched this on their web-site, it was very difficult to find info. For your information there are (B)(6) studies that recommend that this company do further research because of all of the problems. One of the studies, indicated the (B)(4). We realize that your department has many concerns, but we saw a letter from (B)(6), last (B)(6) 2012, relating to safety, that has not been answered. This company is reporting (B)(4) in sales and I now have some fears that citizen complaints that are reported have had a small influence on compliance and that the FDA is not able to enforce safety for our citizens.

Event description:
Lead migration.